Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 85 96sc, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 30-aug-2021, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) regarding a patient receiving fentanyl 2000 mcg for a total dose of 600.42348 mcg/day and bupivacaine 20 mg for a total dose of 6.00423 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the patient reported a fall while shoveling. On (B)(6) 2019 the patient reported at clinic a spinal headache, vomiting, nausea, and a pocket of fluid at their midline incision. A catheter dye study was performed on (B)(6) 2019, which failed due to intrathecal (it) catheter migration out of the spinal canal. During surgery, it was noted that the suture had cut through the wings and the butterfly anchor. A new spinal segment was implanted and connected up to the existing catheter. The catheter was partially explanted/replaced on (B)(6) 2019. It was noted that the distal part of the catheter migrated and was replaced. The distal part of the catheter was returned. The proximal part of the catheter remains in patient. The hcp was requesting that the anchor have a thicker neck and silicone on it so that suture does not cut through it. A 2.0 silk was used for this case. The outcome of the event resolved without sequelae on (B)(6) 201. The deice diagnosis was catheter dislodgment and the clinical diagnosis was spinal headache. The patient's weight was (B)(6). The patient's medical history was asked and will not be made available. The patient's status at time of report was alive- no injury. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the catheter identified a broken suture loop at the anchor.: the previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.